Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited low, out of range pacing impedance and high threshold. No intervention was done. There were no patient conseqeucnes.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153230.